Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for device changeout due to end of life (eol), loss of capture was noted on rv lead at the time of testing. The rv lead was capped on (B)(6) 2019 and replaced with new one. The patient was stable before and after the procedure.